Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a bent is-1 connector pin and a bend in the lead's distal part. The subsequent root cause analysis of these bends indicated, that mechanical forces during the application of the fixation tool should be taken into consideration. Further visual inspection showed cuttings in the insulation and deformations of the conductor coil close to the is-1 connector pin which occurred most likely during implant surgery. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the is-1 connector pin was found to be deformed, affecting the active fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - boston scientific received information that this right ventricular lead exhibited a high pacing threshold. The patient suffered a bicuspid aortic valve defect and had syncope. The lead was explanted and was replaced. No additional adverse patient effects were reported. The implant and explant dates were not provided.